Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.

Event description:
Customer alleges nursing home pt with very low hemoglobin and shallow pressure ulcer in sacral area, had developed 3-4 skin tears when a tegaderm hp foam dressing was removed from the pt's skin. The nurse is experienced in the application and the removal of tegaderm foam adhesive dressings. Due to skin tears, the use of any adhesive dressing was discontinued. Xenaderm cream was applied to the sacral area without a dressing. Health care facility reported that there is not any further medical care required.